Event description:
Reportedly, the device was prophylactically replaced on (B)(6) 2018 since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis results did not reveal any device malfunction.

Event description:
Reportedly, the device was prophylactically replaced on (B)(6) 2018 since the patient was pacing-dependent, as advised in the field safety notice on platinum devices issued in (B)(6) 2018. Preliminary analysis results did not reveal any device malfunction.